Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a splenectomy and pancreatic repair procedure, while suturing the abdominal wall, it was noted that the needle was broken and fell into the patient cavity. After visual inspection, the broken needle was found. Another needle was used, but the needle broke again, delaying the operation time by about five minutes. There was no patient injury.